Manufacturer narrative:
Updated sections h6- component code, type of investigation, findings, and conclusions. The device was not returned for evaluation as it remains implanted. The complaints for leaflet motion restriction and valve central regurgitation were unable to be confirmed due to unavailability of relevant imagery and/or medical report. A review of the device history record did not indicate any manufacturing nonconformances that could have contributed to the complaint event. A review of instructions for use/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, it was reported that post-dilation was performed multiple times to address a paravalvular leak observed after deployment. While post-dilation can help optimize valve positioning, it also carries the risk of over-expanding the valve, which may affect leaflet mobility. This could potentially lead to restricted leaflet motion and central regurgitation, as observed in this case. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure in aortic position by transfemoral approach, a 23mm sapien 3 ultra resilia valve was deployed 70/30 as intended. Since perivalvular leak was noted, the commander delivery system was moved more ventricular for another inflation. When relooking with echo and angiogram, it was noted that one of the leaflets was stuck and there was severe central leak. This may have been caused by the delivery system balloon when post dilating a few times. The team decided to put in a second 23mm sapien 3 ultra resilia valve slightly more aortic. Post deployment echo showed no leak, and the second valve was functioning well. The patient left the room in stable condition.